Manufacturer narrative:
Concomitant medical devices: 2088tc lead, implant date: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately three months post implant, the patient experienced an infection and pocket erosion. The right ventricular (rv) lead was explanted and replaced with a leadless implantable pulse generator (ipg). Cultures were taken as a result of the infection. No further patient complications have been reported as a result of this event.